Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer experienced unspecified symptoms and paramedics was called who obtained a reading of 79 mg/dl. In the hospital, a reading of 56 mg/dl was obtained and customer was given a sandwich, chocolate pudding and 2 small bottles of apple juice. A reading of 156 mg/dl was obtained 2 hours after treatment and was sent home. There was no report of death or permanent injury associated with this event.